Event description:
On 09/18/2008, the patient's endocrinologist reported that the pt had been hospitalized due to ketoacidosis. The endocrinologist wanted to ensure that the infusion device was functioning properly. He was instructed how to prime the infusion tubing. An 04 (occlusion) error was displayed on the infusion device. The endocrinologist was instructed to remove the infusion tubing and he was able to prime without error. He stated that the pt would call back to provide further details. On 09/23/2008, the pt stated that she began experiencing 04 errors in 2008, and she loosened the luer connection. Her blood glucose was elevated at that time and she was able to lower her readings by bolusing through the infusion device or by insulin injection. In the next day, her blood glucose continued to be elevated and she was not able to lower her readings by insulin injection. In the following day, she felt nauseous and was passing ketones. She went to the hospital and her blood glucose was "close to" 600 mg/dl. She was disconnected from the infusion device and treated with insulin and saline IV's. After 12 hours, the patient's blood glucose lowered. She reconnected to the infusion device about 2 days later, and her blood glucose began to elevate. She stated that the insulin was new as well as the infusion site and tubing. She stated that she used the insulin cartridges for up to 10 days. She was advised to change the insulin cartridge every 6 days. She stated that the adapter and piston rod are very old. The pt was on injection therapy at the time of the report and stated that her blood glucose is ranging from 49-300 mg/dl. Product was requested to be returned for eval.